Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received two inappropriate shocks across two episodes due to oversensing of noisy signals both in alternate and primary sensing vectors. Technical services (ts) discussed possible troubleshooting options. The health care professional (hcp) noted that when programmed to secondary with pocket manipulations there was large noise. Ts noted that this is most likely pocket fracture and recommended electrode replacement. The hcp turned tachy therapy off and will decide what to do. This sicd remains in service. No additional adverse patient effects were reported.